Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm.

Event description:
A report was received that the patient had to frequently charge the ipg. High impedances were also noted on seven contacts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to frequently charge the ipg. High impedances were also noted on seven contacts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.